Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 90% stenosed target lesion was located in the severely tortuous right common iliac artery. The physician advanced the 4mmx20mmx144cm coyote es balloon and the shaft fractured inside of the patient. The device was successfully removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 90% stenosed target lesion was located in the severely tortuous right common iliac artery. The physician advanced the 4mmx20mmx144cm coyote es balloon and the shaft fractured inside of the patient. The device was successfully removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was a complete separation of the midshaft 10 cm proximally from the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).